Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, the pump's button might have been stuck or pressed against something in the customer's pocket. The customer's blood glucose (bg) level was 243 mg/dl. Tandem technical support educated the customer to keep items from pressing the button. The customer delivered a bolus to address bg level. The customer declined any further follow-up from tandem technical support.